Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the additional issues circulation pump failed during testing, pressure sensor failed during calibration, damaged temperature cable found per sample evaluation results on (B)(6) 2023.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Circulation pump failed during testing. Replaced circulation pump. Pressure sensor failed during calibration. Damaged temperature cable. Replaced pressure sensor, temperature cable. The as5000 system was evaluated for functionality. And results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the additional issues circulation pump failed during testing, pressure sensor failed during calibration, damaged temperature cable found per sample evaluation results on (B)(6) 2023.